Event description:
The user facility reported a patient with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support, and the pump stopped. After several attempts, the pump restarted. There was kinking of the 9f catheter at insertion site into red impella plug. Pump stop when that connection manipulated. The impella 5.5 was exchanged without any issues. The patient was noted to be in stable condition.

Manufacturer narrative:
The impella device was not received from the customer, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 with smartassist & impella cp with smartassist for use during cardiogenic shock section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Manufacturer narrative:
The investigation for the reported pump stop and product damage has been completed. No product was returned for evaluation. No data logs were returned for evaluation. Clinical details noted that patient was up and mobile with impella implanted via axillary insertion. A pump stop occurred when the patient was moving and a kink in the catheter right at the red handle was noted. When the kink was manipulated, the pump stop was reproduced. The root cause of the pump stop cannot be determined as no product or data logs were returned. Added- h6 impact code 4629, h6 med dev prob code 2889 d4-corrected model number.